Event description:
Caller alleged discrepant results compared with lab. Results as follows: set: 1, meter_inr: 2.9, comparison_meter: 3.5.

Manufacturer narrative:
Summary: user claims discrepant accuracy. The comparison of inratio and reference results of user are within the confidence limits and meet accuracy criteria. Correlation done same day, but time elapsed between correlation not indicated. If the time elapsed exceeds 3 hours, there is high possibility that the discrepancies are due to changes in the status of the pt. Correlation with lab recommended to user. Product deficiency not established. No further investigation required. No corrective action is required as no product deficiency was established. As of today, no products are expected to return. Customer claims discrepant results of 2.9 on one meter and 3.5 on the doctor's meter. Per ts, customer said the doctor's meter is not an inratio. The inratio inr should be compared with the inr measured using a laboratory reference instrument. Tests were performed on the same day, but time elapsed between them was not given. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set: 1, meter_inr: 2.9, comparison_meter: 3.5, mean: 3.2, confidence_limits: 1.9-4.6 in. The mean of the inratio meter and comparative meter inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Products are not being returned.